Event description:
The report received indicated that the customer reports infection one week post operation around the implanted stent. There was no patient injury reported.

Manufacturer narrative:
As reported, the patient experienced an infection one week after implantation of a 120/150 smart control 6 x 120 stent. The infection was reported to be around the stent. The patient was admitted post procedure for observation. While under observation for a number of days, the infection became apparent. The patient required surgery eight (8) days later. The surgery included: a left leg extra-anatomic common femoral artery to below knee popliteal artery bypass with reversed saphenous vein graft; resection of approximately 15cm left proximal and mid superficial femoral artery with the stent. The cause of the event is still unknown. No additional information is available. The device was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15680424 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Infection is a known potential adverse event that may be associated with any invasive, interventional, or surgical procedure. There may be potential patient or procedural factors that may have contributed to the reported event. Based on the information provided, it is not possible to draw a conclusion about a relationship between the device and the event. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.